Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the blood glucose reading was 317mg/dl and then went to of 390mg/dl. It was stated that the events leading to her admission was nausea, heart burn, and blurred vision. It was stated that the customer was experiencing unexplained high glucose for the past two days. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. It was stated that the customer has noticed bent cannulas. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.